Manufacturer narrative:
Date rec'd by MFR: 11jul2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the vga controller. The customer replaced the defective vga controller, pcba to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 11jul2019. Date of report: 09aug2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the vga controller. The customer replaced the defective vga controller,pcba to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported unit has white screen. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.